Manufacturer narrative:
A supplemental MDR is being submitted based on engineering evaluation. The following sections of this report have been updated: h6 (type of investigation, investigation findings and investigation conclusions) and h10 (narrative/data. The valve was not returned to edwards as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of lot history did not reveal other complaints relating to the reported event. The commander delivery system with s3/s3u IFU has been reviewed for guidance and instructions. Per IFU, the potential adverse events include structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) and paravalvular or transvalvular leak. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for leaflet thickened/halt and paravalvular leak post implantation were confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. As reported, 'approximately 1 year and 5 months post implant of a 23 sapien 3 ultra valve, post dilated was performed with a non-edwards 23mm true balloon. The patient presented with moderate paravalvular leak (pvl). The pvl went from moderate to trace. There was no valve implanted or intended to be implanted. The patient was stable'. Per IFU, thickened leaflet was potential adverse events associated with the use of valve. Thickened leaflet can result from a number of factors, including valve degeneration, calcification, endocarditis, and prosthetic valve thrombosis. In this case, patient had history of hyperlipidemia and hypothyroid. Hyperlipidemia is the well-known factors that increase the risk of valve calcification leading to leaflet thickening. Hypothyroid was an association between thyroid function and valvular sclerosis. Aortic valve sclerosis can raise the calcium level in blood stream, which can also accelerate the valve calcification resulting in leaflet thickening. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, it is possible that pvl was caused by cardiac remodeling over the time, leading to morphological changes in the aortic valve overtime and, thus, a compromised seal between the pvl skirt and target site. As such, available information suggests that procedural and patient (cardiac remodeling, hypothyroid, hyperlipidemia) factors may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.

Event description:
Upon review of medical records, a balloon valvuloplasty (bav) of 23mm sapien 3 valve was performed due to symptomatic halt with moderate/severe pvl. After tavr balloon expansion there was no evidence of aortic regurgitation (ar), mean gradient 16mmhg, with an aortic valve area (ava) of 1.6cm2. The paravalvular leak (pvl) reduced from severe to none. An echo (tte) performed post bav revealed mild pvl, with a mean gradient 12mmhg.

Manufacturer narrative:
A supplemental MDR is being submitted based on medical record review. The following sections of this report have been updated: section b5: (describe event or problem), b7: (relevant history), and h6: (device code). The investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The paravalvular is likely related to the mechanism described above and may have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, approximately 1 year and 5 months post implant of a 23 sapien 3 ultra valve, post dilated was performed with a non-edwards 23mm true balloon. The patient presented with moderate paravalvular leak (pvl). The pvl went from moderate to trace. There was no valve implanted or intended to be implanted. The patient is stable.